Manufacturer narrative:
Device evaluation: sample was returned; all labels were still intact and there was no physical damage found on the device. As a result of checking the log, it was confirmed that there was a record of power lost while pump was on when the pump turned on between november 21, 2022, and march 24, 2023, in addition there was a record of battery low or battery depleted. A functional testing was performed and it was confirmed that the pump came to power down when the start key was pushed. Possible backup capacitor failure. Replaced the backup capacitor. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record (DHR) review was not performed. Service history review identified the device was in for service on (11/2022) and there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event.

Manufacturer narrative:
No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed battery depleted or low battery. No patient injury reported.